Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed self test, sleep current measurement, active current measurement and displacement test. Power connector plug in and locked in place properly. No blank display noted during testing. No button error alarm noted upon testing. The following were noted during visual inspection: corroded electronic assemblies, scratched case, cracked case near the corner of belt clip rails, missing display window cover, pillowing keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error alarm and blank display. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.